Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), dyspareunia ("pain during intercourse") and nausea ("nausea"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dyspareunia and nausea outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine, nausea and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / perforated essure coil./ 1 partially perforated essure coil'), device dislocation ('migration'), pelvic pain ('chronic pelvic pain/ pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, asthma and gallbladder disorder. Previously administered products included for an unreported indication: ortho-tri-cyclen and yaz. Concurrent conditions included uterine bleeding, nabothian cyst, inflammation, adenomyosis, leiomyoma and adhesion. Concomitant products included ipratropium bromide;salbutamol sulfate (albuterol sulfate;ipratropium bromide) since 2007 and montelukast sodium (singulair) since 2007 for asthma, sertraline hydrochloride (zoloft) for depression, hydrochlorothiazide since 2012 and propranolol since 2012 for hypertension, topiramate (topamax) for migraine, naproxen for pelvic pain and back pain as well as acetylsalicylic acid (aspirin) and loratadine (claritin 5 mg) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), depression ("depression") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced migraine ("migraines/migraines / headaches"). In (B)(6) 2017, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain ("abdominal pain") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy. (Bilateral), on (B)(6) 2017 and hysterectomy (partial),salpingectomy. (Bilateral), on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, nausea and depression outcome was unknown and the pelvic pain, migraine, dyspareunia, dysmenorrhoea, abdominal pain, bleeding menstrual heavy, fatigue, vaginal haemorrhage, menorrhagia and back pain had resolved. The reporter considered abdominal pain, back pain, bleeding menstrual heavy, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, vaginal haemorrhage and menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, migration,fallopian tubes, fatigue, migraine insertion details: right-4 coils, left-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified): bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events dysmenorrhea, abdominal pain, menorrhagia, perforation: fallopian tubes, migration, fatigue, migraine were added. Updated outcome of events pelvic pain, dyspareunia, dysmenorrhea, abdominal pain, menorrhagia, fatigue, migraine from unknown to recovered / resolved. Lab data, reporter¿s information, patient¿s demographics were added. Fu 1 and 2 processed together. On (B)(6) 2019: pfs received. New event abnormal bleeding (vaginal, menorrhagia), depression,lower back pain were added. Lab data reporter¿s information, patient¿s demographics were added. Concomitant drugs ,concomitant condition was added. Lot number added. Fu 1 and 2 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / perforated essure coil./ 1 partially perforated essure coil'), device dislocation ('migration'), pelvic pain ('chronic pelvic pain/ pelvic pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. 927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, asthma and gallbladder disorder. Previously administered products included for an unreported indication: ortho-tri-cyclen and yaz. Concurrent conditions included uterine bleeding, nabothian cyst, inflammation, adenomyosis, leiomyoma nos and adhesion. Concomitant products included ipratropium bromide;salbutamol sulfate (albuterol sulfate;ipratropium bromide) since 2007 and montelukast sodium (singulair) since 2007 for asthma, sertraline hydrochloride (zoloft) for depression, hydrochlorothiazide since 2012 and propranolol since 2012 for hypertension, topiramate (topamax) for migraine, naproxen for pelvic pain and back pain as well as acetylsalicylic acid (aspirin) and loratadine (claritin) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), depression ("depression") and back pain ("lower back pain"). In (B)(6) 2015, the patient experienced bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced migraine ("migraines/migraines / headaches"). In (B)(6) 2017, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), abdominal pain ("abdominal pain") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy. (Bilateral), on (B)(6) 2017 and hysterectomy (partial),salpingectomy. (Bilateral), on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, nausea and depression outcome was unknown and the pelvic pain, migraine, dyspareunia, dysmenorrhoea, abdominal pain, bleeding menstrual heavy, fatigue, vaginal haemorrhage, menorrhagia and back pain had resolved. The reporter considered abdominal pain, back pain, bleeding menstrual heavy, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, nausea, pelvic pain, vaginal haemorrhage and menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, migration,fallopian tubes, fatigue, migraine insertion details: right-4 coils, left-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified): bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain, dysmenorrhea lot number: 927076 manufacture date: 2011/12 expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.